Event description:
It was reported that the tip broke off of the ortho grip knee pointer after sterile processing when opening the set for a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through the visual inspection. During the device evaluation, we were unable to determine what caused the broken tip. Based on the event description that the tip might have been caught in one of the holes in the navigation tray, it is possible this led to the broken tip. The device was repaired and returned to stryker stock.

Event description:
It was reported that the tip broke off of the ortho grip knee pointer after sterile processing when opening the set for a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.